Event description:
Initial result for a pt creatinine was 1.7 mg/dl. When repeated, the result was 0.7 mg/dl. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepancy.